Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the subclavian artery. An 8.0x40x135cm express ld vascular stent was advanced for treatment. However, during the procedure, the stent was dislodged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.